Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and sent a replacement with updated software. The customer was instructed on handling the replacement, returning the faulty pump, and using the g7 sensor with the new pump. The caller understood all instructions and planned to use multiple daily injections or continue with the current pump as a backup until the replacement arrived.